Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explantation: (B)(6) 2022. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 800cc and experienced rupture on the left side post-operatively. As a result, the patient is scheduled for removal on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, additional information was received indicating the replacement devices were mentor gel breast implants (serial numbers (B)(6) manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jun 1, 2022, additional information was received indicating the explantation surgery was rescheduled to (B)(6) 2022. On jun 14, 2022, additional information was received indicating the rupture occurred on the right breast implant. The left device was confirmed intact. The appropriate device information fields have been updated. On jun 20, 2022, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 800cc breast implant was found to be ruptured, received incomplete and the patch was missing. Microscopic examination was performed, and the cause of the rupture could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).